Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent a cryoballoon and radiofrequency ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: baylis medical transseptal needle, model and lot numbers unknown; st. Jude medical sheaths, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a cryoballoon and radiofrequency ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping and cryofreezing, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 1200ml. Patient was reported to be in stable condition. Patient required extended hospitalization in the intensive care unit as a result of the adverse event. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the cryoballoon ablation catheter might have perforated the coronary sinus. Transseptal puncture was performed with a baylis medical transseptal needle. Sheaths in use were st. Jude medical. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not provided, as there was no radiofrequency ablation performed at the site of injury, only cryofreezing. Irrigated catheter flow was set at 2ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time maintained in a therapeutic range. There is no information regarding spi value, catheter proximity, or zeroing of the catheter. There were no errors reported on any bwi equipment during the procedure.